Event description:
Allegedly, patient revised due to pain, loosening and alval mom complications.

Manufacturer narrative:
Update to event problem and evaluation codes after re-assessment of incident.